Manufacturer narrative:
(B)(4). The results of this investigation confirmed the amplatzer vascular plug ii met all functional and dimensional specifications when analyzed at sjm. A review of the device history record confirmed the plug met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the plug, and the cause for the reported event remains unknown.

Event description:
On (B)(6) 2016, this 8 mm amplatzer vascular plug ii (avpii) was implanted. Despite good placement, the patient continued to have residual shunting through the device. On (B)(6) 2016, the avpii was percutaneously retrieved with a snare and the patient required surgery for vessel ligation and coarctation repair. The patient is reported to be stable.